Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The early depletion was noted to be due to high lv (left ventricular) threshold. It was noted that there were no other viable vessels available for lv pacing. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.